Manufacturer narrative:
No lab cultures were performed until after the system was explanted, however the patient was given antibiotics as a precaution post implant and at the time of explant. The patient is reported to have sufficient tissue quality to support the implant and there are no reports of any obvious events or behaviors that may have led to the surgical site failing to heal. The information available is unable to confirm if the failure to heal is related to infection or some other cause.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower extremity pain. After the implant the incision site at the calf area failed to heal as expected. Additional stitched were placed and antibiotics were administered, however the wound continued to remain open. A full system explant was performed on (B)(6) 2025 due to the wound not healing properly.